Event description:
It was reported that during pre-test, the pump had downstream occlusion (dso) was open. An open dso may incorrectly detect an occlusion, causing the pump to trigger a high-priority alarm and stop the infusion. There was no patient involvement, and no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.